Event description:
The patient reportedly has experienced seizures and unconsciousness three times in the past month. Patient uses the suspect device to check blood glucose and administers insulin on a sliding scale based upon the results obtained. Patient has been treated by paramedics and the hospital for hypoglycemia with glucose IV's and food. Patient has not used glucose controls on the system to check its accuracy. The suspect device was replaced with new product then authorized to be returned to the manufacturer for evaluation. Patient also reported that patient has many medical concerns and is on a lot of medications.